Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01457. This report is being submitted as additional information. Additional information about patient's pump exchange added to event description. Approximate age of device- 3 years and 11 months. Manufacturer's investigation conclusion: the report of pump stop events due to a compromised driveline can be confirmed based on the evaluation of the device. A distal end driveline repair was performed by a technical services representative. The approximately 17" segment of driveline replaced by technical services was returned for evaluation. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires did not reveal any breaches or areas of concern. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. A second distal end driveline repair was performed by a technical services representative. The approximately 21" segment of driveline replaced by technical services was returned for evaluation (figures 4-5). Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires did not reveal any breaches or areas of concern. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. The pump was returned assembled with the driveline cut approximately 9¿ from the pump body and 5¿ of the severed portion was returned. Continuity testing was performed and all wires were found to be electrically intact. No shorts or discontinuities were found during electrical continuity testing. The shielding and bionate were removed from the returned driveline and visual inspection of the underlying wires revealed breaches in the insulation of the orange and yellow wires approximately 3.5¿ from the pump body (figures 9-10). The remainder of the driveline was then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation and revealed a breach in the black wire, approximately 3.5¿ from the pump body. The conductors of orange, yellow, and black wires were exposed. The insulation breaches of the wires appeared to be the result of abrasion from the metal shielding due to repetitive flexing of the lead in these areas. There was no evidence of mechanical damage such as crushing or pinching. The breaches in the wires could have interrupted function as a result of the exposed conductors of any of the wires potentially contacting the braided shield and shorting to ground if the device was supported by the power module. The short to ground would have caused the reported low speed/flow alarms and pump stop events.the disruptions in the wires would have also affected wire phases a, b, and c and would have interrupted function as a result of a phase to phase short if the exposed conductors from any of the wires made direct or simultaneous contact with the braided shield if the device was supported by batteries. Examination of the pump blood contacting surfaces revealed no adhered depositions or thrombus formations. The rotor, bearings, and other blood contacting surfaces were viewed under a microscope. No anomalies were noted. The hm ii lvas instructions for use and patient handbook contain information on caring for the driveline. All hm ii lvad drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that on (B)(6) 2018 pump stoppages had occurred, and the patient was assessed at the hospital. The manufacturer¿s technical service representative reviewed the log files and confirmed pump stoppages. X-rays were inconclusive. On (B)(6) 2018, the manufacturer¿s technical service representative performed a distal end percutaneous lead (driveline) replacement. The following day, pump stoppages occurred. A second percutaneous lead (driveline) replacement was performed. After the replacement, all tests passed and no issues were observed. It was reported on (B)(6) 2018 that the patient underwent a pump exchange on (B)(6) 2018 due to continued alarms indicating an internal lead fracture following the two failed external repair attempts. No additional information was provided.